Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. Review of the device activity log did show the occurrence of the reported problems. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female, the device powered cycled and then would shutdown and restart before the device completely powered off. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.